Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The dealer states that he was told to call and check warranty on the upholstery because it is stretching already. The dealer states he hasn't seen the chair but he was told it was already sagging.